Event description:
The site reported that a patient supported with an excor pediatric vad system had developed hemolysis. The patient's ldh value increased to 1100 on (B)(6) 2024. The upper limit of normal for this patient at this site is 248. No abnormal sounds from the pump were detected and the patient remained stable. The site did not intend to change the pump at this time but will continue to monitor. According to the site, the pump maintained full fill and ejection and functioned as intended.

Manufacturer narrative:
The excor blood pump (lvad), s/n, (B)(6) is in use on the patient since (B)(6) 2024. We have reviewed the production records of the excor blood pump, s/n (B)(6), this pump was produced according to our specification.